Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports that after placement of the catheter in the patient, medical agent could not be injected into the catheter. The catheter was removed and replaced.

Event description:
The customer reports that after placement of the catheter in the patient, medical agent could not be injected into the catheter. The catheter was removed and replaced.

Manufacturer narrative:
(B)(4). The customer returned one 2-l 7 fr x 8 cvc catheter for evaluation. Visual inspection of the returned catheter revealed a string tied around the catheter body. The string was removed after functional testing of the catheter and an indention in the catheter body was found. No other anomalies were found on the catheter body, juncture hub, or extension lines. The string was located approximately 15 mm from the distal end of the juncture hub. The outer diameter of the catheter body where the string was tied (at the location of the indention found during visual inspection) measured 1.95 mm. This is not within specification. The outer diameter of the catheter body was measured at a different location and was found to be within specification. Both the distal and proximal lines were flushed with water using a lab inventory 10 ml syringe to functionally test the catheter. During initial flushing, the distal line flushed and functioned as expected. Resistance was met while flushing the proximal lumen. The string was taken off of the catheter body and the test was repeated. Both the distal and proximal line functioned as expected. Therefore, the blockage/resistance observed by the customer is likely a result of the string being tied too tightly around the catheter body, causing restricted flow. A device history record review was performed and no manufacturing related issues were identified. The instructions-for-use provided with the kit warns the end user to not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow. The customer report of a blocked catheter was confirmed through functional testing of the returned sample. A string was found tied too tightly around the catheter body. The string constricted flow in the proximal lumen and caused an indention in the catheter body. This led to that area of the catheter body having an outer diameter lower than manufacturing specifications. No other anomalies or defects were found on the rest of the catheter, and a device history record review did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.